Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that the insulin pump was sounding louder while rewinding. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked battery tube threads. Insulin pump passed displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No rewind anomaly noted. However, insulin pump received with loud motor noise during rewind due to faulty motor.